Manufacturer narrative:
Belt sn (B)(4) has not been recovered. Review of the download data does not indicate any device malfunction that would cause or contribute to the event. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon receipt, the sd card was not installed in the monitor. When installed, it locked properly in place. Potential contributing sources for the existence of the service code 104 while in use in the field include: improperly seated sd card, patient removal of sd card.

Event description:
During investigation into a patient's death, it was discovered that a patient received three treatment shocks on "(B)(6) 2018." The patient passed away (B)(6) 2018 in the hospital while the lifevest was not active. It is unknown where the treatment shocks occurred. There is no information provided surrounding the treatment event or the death event. There is no indication that the treatment event caused or contributed to the patient's death as the patient passed away eight days after the treatment event while the lifevest was not active. Review of the download data indicates that the device detected an arrhythmia at 10:29:30 on (B)(6) 2018 for which the lifevest delivered the first treatment shock. The lifevest then detected another arrhythmia at 10:30:59 for which the lifevest delivered the final two treatment shocks. The response buttons were pressed after the final shock. The patient's ECG during the event is not available due to the presence of a service code 104 at the time of the event. Unavailable data does not cause or contribute to adverse events. This event is being reported out of an abundance of caution as it is unknown whether the event was an appropriate event in response to a ventricular arrhythmia or an inappropriate event. Following the event, the battery was left in the monitor until it was drained and an abnormal shutdown occurred. The patient's monitor prompted multiple times to replace the battery. The battery had been used for a total of 36 hours and 40 minutes without charging. The battery had been used for 23 hours and 20 minutes before the first shock was delivered. Patients are instructed to change and recharge their battery packs every 24 hours.